Event description:
A malfunction alarm identified as "malf 0" was reported by a customer, who experienced it at least three times but contacted customer support for the first time regarding these incidents. There was no adverse impact on the customer's blood glucose level. Customer support decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was informed about the process of putting the pump into storage mode and was asked to return the malfunctioning pump using a pre-paid label. The pump's shipping address was confirmed.